Event description:
It was reported that during attempted insertion of the iab in a patient with a very tortuous anatomy, difficulty was encountered, and the iab could not be fully advanced. The iab was removed and replaced without any complications.